Event description:
It was reported that a customer's pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, but the problem persisted. As a result, technical support arranged to replace the pump, which was still under warranty. The customer planned to use a backup insulin pump to ensure insulin delivery was not interrupted and was advised on how to return the faulty pump. The customer acknowledged and understood all instructions provided.